Event description:
It was reported that the patient rolled over in bed and heard a ''pop'' from inside her body. The patient had a lump in her tail bone area and an intermittent sensation of ''needles'' in her right buttock, along with increased back and leg pain. It was noted that the patient had pneumonia, and was coughing very hard for three weeks. The patient used to feel stimulation across her lower back, down her right leg, and up her spine on program b at 6.4 volts. After the event the patient only felt stimulation in the upper left side of her body. The patient switched to program a and only felt stimulation in her right leg and left rib cage. The patient switched to program c and only felt stimulation in both legs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial # (B)(4).